Manufacturer narrative:
Evaluation in progress.

Event description:
CT guided cryoablation of right renal mass. Approx 1.9 cm mass. Treated with two cryoprobes, one 2.4 mm and one 1.7 mm. 1.7 mm was placed first (probe appeared normal during testing). Once the probe was placed on "stick" after appropriate probe placement, doctor noticed that the shaft was starting to ice up. Warm saline filled sterile glove placed on skin for protection. Second probe placed, and treatment was performed. Warm saline filled glove kept on skin for entire treatment. At end of procedure, noted that cylinder of ice readily palpable just under the skin, meaning that length of cylindrical ice was approx 12 cm.

Manufacturer narrative:
Initial evaluation confirmed the reported issue of shaft frosting. Further evaluation determined the cause to be a vacuum sleeve failure.